Manufacturer narrative:
The wire pass drill subject to this investigation was returned for evaluation. It was visually confirmed that the drill bit had broken at the base of the wire pass drill head. The returned wire pass drill was measured where possible and all critical specifications were met. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.

Event description:
It was reported that during an intracranial hematoma procedure, the wire pass drill broke. It was also reported that there were no adverse consequences or medical intervention required. It was further reported that there was no delay to surgery as a result of this event and the procedure was completed successfully.